Event description:
It was reported that, the cardiac resynchronization therapy defibrillator (crt-d) system exhibited farfield oversensing on this right ventricular (rv) and the right atrial (ra) lead channel. The rv lead have been implanted for 20 years. The technical services (ts) recommended to reprogram but additionally there it is suspected of outer insulation impairment within a pocket caused by contact between connectors or the crt-d. This rv lead remains in service. No adverse patient effects were reported.